Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) looked okay but the patient stated there was more swelling at the pocket than normal. There was a painful sensation behind the ins in the pocket that would dissipate and then go away after stimulation as turned off. The patient had not been able to use the stimulation much since an incident with tsa on (B)(6) 2016. It was reported that the tsa agent at the airport grabbed the ins like it was able to come out of their skin. Electromagnetic interference (emi) from the security gates and theft detectors was reported. There were was a change in therapy related to positional movement. When the patient had stimulation turned on the therapy was appropriate but there was additional pain. The patient turned the stimulation off for comfort. There was a burning sensation at the pocket. When palpated, the sensation changes slightly. Impedance tests showed normal measurements at a range of 1300s to 1500s. The patient was not receiving therapeutic benefit. These issues were sudden on the day of that the tsa agent grabbed the ins on (B)(6) 2016. Additional information from the manufacturer representatives on (B)(6) 2016 reported that the patient had a follow-up appointment on (B)(6) 2016 with the health care professional (hcp). The manufacturer representative reported that per the health care professional (hcp) there was no swelling noted locally. The hcp believed that the burning sensation was from the shingles that the patient was currently being treated for.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.